Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked during "normal use". Pump was not functional. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.